Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect (B)(4) results for one patient. The customer provided the following data which included 2 tubes from the same patient ((B)(6)): (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 04j27 that has a similar product distributed in the us, list number 02p36. Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material from the customer has not been received. A sensitivity testing protocol was executed using in-house material of lot 38649li00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect (B)(4) combo assay, list number 04j27, lot 38649li00 was identified.

Manufacturer narrative:
Abbott received a return sample ((B)(6)) (there were two ID numbers on the tube) after the original complaint evaluation was completed. The sample which was returned was not one of the two specimens which generated the (B)(6) result but is a third sample from the same patient, drawn on the same date, which was stored frozen. In house testing was completed on the return sample generating a (B)(6) result: 585.91 s/co. Western blot testing and p24 ag testing (innotest (B)(6) ag mab), showed a reactive result. The outcome of the evaluation was not changed. No deficiency of the architect hiv ag/ab combo reagent, list number 4j27, lot 38649li00 was identified.